Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor fell apart during insertion. Customer does not recall any significant events leading to the error. Customer's blood glucose was 507 mg/dl at the time of incident. Customer declined to troubleshoot and only wanted new sensors mailed to him. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.